Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. There could be a correlation has been observed between actual product device status and cause of contamination. In general, device damage (scratches, cracks, channel leak, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.